Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va06xfc, implanted: 2013-04-19 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the diabetic patient developed site infection and the system was explanted. A follow-up report will be sent if additional information becomes available.